Manufacturer narrative:
The device is not being returned for evaluation.

Event description:
It was reported that the single transducer broke away from inside the female lock connector during use. It was additionally, reported that the attachment broke away from below the 3 way tape after the transducer. Reportedly, the malfunction could have potentially allowed blood to escape from the open system. There were no pt complications or injuries reported. It was reported that the device is not being returned for evaluation.